Event description:
During a ptca treatment procedure, the maverick otw 20/2.75 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".